Manufacturer narrative:
Batch review performed on 19 april 2024: lot 162471: (B)(4) items manufactured and released on 29-july-2016. Expiration date: 2021-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported events during the period of review. Additional implants involved, batch review performed on 19 april 2024: gmk-primary 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 1904218: (B)(4) items manufactured and released on 03-oct-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold with another similar reported event during the period of review. Gmk-primary 02.07.2004l femur std cemented size 4 l (k090988) lot 1905179: (B)(4) items manufactured and released on 30-oct-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with another similar reported event during the period of review. Gmk-primary 02.07.0034rp patella resurfacing size 2 (k090988) lot 1902821: (B)(4) items manufactured and released on 25-jun-2019. Expiration date: 2024-06-10. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with another similar reported event during the period of review.

Event description:
Revision surgery due to an infection and the pathogen is unknown. At about 4 years and 2 months post primary the surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.